Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. (Incomplete device retraction).

Event description:
Device malfunction: none. Time of malfunction: during vessel closure. Symptoms/ae: none: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, before step #3 (sheath splitting) the device was incompletely retracted and after deploying the clip bleeding continued. Manual compression was applied for seven minutes and a syvek nt patch to achieve hemostasis. The pt was noted to have good distal pulses. There were no reported adverse pt effects. No add'l info was available.